Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patients ipg was unable to communicate with external deices and deemed inoperable. Patient was also not receiving effective therapy with the current location of the leads. Surgical intervention was undertaken on (B)(6) 2025, where the entire system was explanted and replaced.